Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) had low pacing impedance. The patient was asymptomatic. No changes were implemented and there were no consequences to the patient. The patient will continue to be monitored.